Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was high resistance/impedance. Three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2013. Weekly pace lead trend data shows an increase for max ventricular pace bi impedance from 855 to 4047 ohms peak between (B)(6) 2013. Interference/noise also occurred. Ventricular short interval count v-sic of 266 counts, in 7.18 days, occurred between (B)(6) 2013. There was oversensing with 12 ventricular non-sustained tachycardia episodes of less than or equal to 210 ms between (B)(6) 2013. The lead integrity alert triggered with two patient alerts for lead failure predictor on (B)(6) 2013.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for short interval counts (sic), non- sustainedventricular tachycardia (nsvt) episodes, and high pacing impedance. The nsvt episodes showed artifacts on the electrogram (egm). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): d284vrc implantable cardioverter defibrillator (ICD) 2009-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.